Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) was 530 mg/dl. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.